Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: a visual inspection of the pump revealed moisture damage behind the display lens. The returned battery cap was undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was opened and evidence of moisture was observed to the internal components of the pump. The complaint of intermittent power was not duplicated during investigation, however, moisture damage was confirmed. Unrelated the complaint, investigation revealed a dim, faded, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.